Manufacturer narrative:
Sample has been requested and available for return. Investigation is pending return of the sample.

Event description:
Pt reported that she is missing one sterile water filled injector and then additionally she can't get the tops off 3 of the injection needles (the ones that go into the body). Pt is now down to needing refill as only has one more full dose in the home available to use. No additional info available. Additional information received on 10 oct 2025: pt missing 2 vials of swfi and could not use 3 injection needles.

Manufacturer narrative:
Neither a physical sample nor photo was provided from the market. Lot number was unknown. The review of the manufacturing could not be performed as no lot number was provided for this report. All finished lots are confirmed to meet specifications prior to release and stability studies consistently meet specifications through expiry.

Event description:
Per gattex clinical dietitian- patient says that she is missing one sterile water filled injector and then additionally she can't get the tops off 3 of the injection needles (the ones that go into the body). Patient is now down to needing refill as only has one more full dose in the home available to use.